Event description:
The patient "gets intermittent symptoms and is concerned that she may be getting intermittent boluses and/or withdrawal symptoms". A pump myelogram was performed and "appeared to be ok. Will probably set up a nuclear medicine scan to further diagnose pump catheter integrity". The patient was receiving intrathecal fentanyl and bupivicaine combination therapy. No treatmetn of intervention has been required at this time. Patient outcome is "still pending".